Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise. It was noted there was no pacing inhibition. Technical services (ts) determined the noise appeared to look like cautery. The health care professional (hcp) confirmed the patient was having eye surgery that day. This ICD remains in service. No adverse patient effects were reported.